Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device longer than 48 hours. Symptoms reported include blood glucose levels (bg) rose to 300 mg/dl, the site felt hot, the site was infected, and they were vomiting. The patient took an ambulance to the emergency room (ER) where she was then hospitalized on (B)(6) 2022. The patient was treated with cortisone cream, a hot compresses on the site, one dose of vancomycin antibiotic through IV on (B)(6) 2022 and one on (B)(6) 2022. The patient was also given insulin while hospitalized. The patient had replaced the pod before she got to the ER, however the patient was asked to remove the pod while in the ER. The patient reported that she was still hospitalized as of (B)(6) 2022. The patient reported on (B)(6) 2022 to treat their high bg's increased they gave themselves a basal from 12 am to 6 am from 0.5 units to 1.1 units, from 6 am to 1 pm from 0.65 units to 1.3 units, from 1 pm to 5 pm from 0.6 units to 1.2 units and from 5 pm to 12 am from 0.7 units to 1.4 units.